Event description:
Medtronic received information that after minimally invasive implant of this bioprosthetic valve, post-operative echocardiogram demonstrated moderate central regurgitation. It was reported there may have also been some paravalular leak. The valve was exlanted and due to preexisting aortic arch aneurysm, the decison was made to implant a full root bioprosthetic valve to address the aneurysm. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the stent posts of the valve appeared to be slightly distorted. A cut suture tail was observed along the outflow margin of attachment adjacent to the non-coronary cusp which appeared to have occurred during explant. All leaflets were in the closed position. The leaflets were slightly stiff but flexible possibly due to the decontamination process and/or blood contact. A small fenestration was observed in the lunula of the right cusp adjacent to the left right commissure. A cut or tear was noted on the tunica of the left cusp which appeared consistent with a puncture or laceration by a sharp instrument such as a forceps. Hydrodynamic testing data showed that gradients were in the range of the historical gradient testing data. On the other hand, the regurgitations were much smaller than the baseline. High speed video showed the commissure posts appeared to be bent inward slightly and that the non-coronary was slightly misaligned with the respect to the left and right cusps, however, the leaflets opened and closed with no evidence of leakage upon closure. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis could not duplicate the reported clinical observation as the valve performed as designed and within specification during laboratory testing. (B)(6). (B)(4).

Event description:
Medtronic received information that after minimally invasive implant of this bioprosthetic valve, post-operative echocardiogram demonstrated moderate central regurgitation. There may have also been some paravalular leak. The valve was explanted and due to preexisting aortic arch aneurysm, the decison was made to implant a full root bioprosthetic valve to address the aneurysm. The explanted valve was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Supplemental filed to update typo in event description and update coding. Updated conclusion to correlate with updated codes. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Analysis could not duplicate the reported clinical observation as the valve performed as designed and within specification during performance testing. There was evidence of induced damage on the valve; however, the valve was returned distorted. Stent distortion is likely due to patient anatomy and/or implant technique and can alter cuspal alignment leading to regurgitation.